Manufacturer narrative:
On 25-dec-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and there was a map shift noted. After pentaray modeling was completed, it was found that the model had shifted after replacing the ablation catheter. The ablation catheter was located outside the model. It was confirmed that the patient did not move during the procedure. No cardioversion had been performed. No further details were provided regarding a resolution to the issue and completion of the procedure. No patient consequences were reported. Device evaluation details: the manufacturer reached out to investigate the issue. The logs were requested in order to investigate the issue, but company representative confirmed that the data was no longer available, therefore no investigation could be performed. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. The system is ready for use. The manufacturing record evaluation was performed on carto 3 system #60691, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and there was a map shift noted. After pentaray modeling was completed, it was found that the model had shifted after replacing the ablation catheter. The ablation catheter was located outside the model. It was confirmed that the patient did not move during the procedure. No cardioversion had been performed. No further details were provided regarding a resolution to the issue and completion of the procedure. No patient consequences were reported.